Event description:
It was reported that the remote monitor is not receiving power even after the batteries were changed. The patient will contact the clinic for a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.